Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -12.0/2.0/072 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
H3 - device evaluation: lens returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found residue on the lens and the haptic torn. Claim#: (B)(4).